Manufacturer narrative:
The returned product evaluation confirmed a piece of the distal tip was separated and not returned with the device. Twin-pass .023 was returned to vsi for evaluation and about 1.5cm of the distal tip was separated from the catheter. The separated piece was not returned with the device, the tip looked to be stretched just proximal of the break. Biological contamination was present on the catheter. A manufacturing record review was completed and zero nonconformances were found. The damage found is consistent with pulling the catheter against resistance causing the separation. The most likely root cause is damage during use.

Event description:
Physician used twinpass in cto case, part of distal tip of twinpass broke off and stuck on wire. The twinpass tip broke as they were advancing it onto the wire, it never went into the patient. The piece of the tip got thrown away. The catheter was not torqued.